Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this 28mm tricuspid annuloplasty band, it was reported that the patient ex perienced multiple runs of atrial fibrillation, which required intravenous therapy (IV) antiarrhythmic medication. It was further reported that after chest closure, the patient went into sustained ventricular tachycardia requiring two shocks , antiarrhythmic medication and anesthetic infusion. It was stated that the patient maintained normal sinus rhythm afterwards. The site assessed the event as possibly related to the device and procedure. No additional adverse patient effects were reported.